Event description:
It was reported that while performing peritoneal dialysis, a home patient (hp) received a system error 2240 (air in set) alarm on a homechoice (hc) machine during drain. The hp had disconnected not using proper disconnection procedures. The technical service representative (tsr) assisted the hp in clearing the alarm and ending therapy. There was patient involvement but no patient injury or medical intervention indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This report is for a system error 2240, where the home patient (hp) had disconnected without using proper disconnecting procedures. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. It provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. If any relevant information is obtained, a supplemental report will be submitted.